Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that he was hospitalized for a high blood glucose exceeding 600 mg/dl. Prior to the hospitalization, the patient changed his infusion set four times; all four infusion sets became clogged with blood. The patient was treated in the hospital with insulin. He was released two days later. No reservoirs were returned for analysis.